Event description:
It was reported that the infusions were expected to complete on time according to the programmed infusion duration. However, it ended up running much liger than expected. At the completion of several chemotherapy infusions, the nurse noticed that the residual medication left in bag. This resulted in re-establishing the volume to be infused to deliver the rest of the chemotherapy medication. This extended the duration of the infusion and the patients had to be in the infusion center longer than expected. Device interoperability was used in the programming of the infusions. It was further noted that there were no difference in patient's condition at baseline versus condition at the time of event discovery. There were no vital sign changes. The chemotherapy involved were etoposide 510.5ml (programmed to run over 60 mins) and oxaliplatin 278ml (programmed to run over 120 minutes). During site visit by bd clinical practice consultant, it was discovered that the IV sets were misloaded by the same clinician and that corrections were made on additional infusions. The customer provided the following examples: example 1 magnesium sulfate; potassium chloride; normal saline; order volume 1007; vtbi estimation by pharmacy 1047; iaware volume recorded as infused 1289; excess volume 242; percent overage 23%. Example 2 sacituzumab (trodelvy); order volume 297.6; vtbi estimation by pharmacy 318; iaware volume recorded as infused 382.6; excess volume 64.6; percent overage 20%. Example 3 fosaprepitant order volume 150; vtbi estimation by pharmacy 167; iaware volume recorded as infused 183; excess volume 16; percent overage 10%. Example 4 cisplatin order volume 1040; vtbi estimation by pharmacy 1040; iaware volume recorded as infused 1285.69; excess volume 245.69; percent overage 24%. Example 5 oxaliplatin order volume 270; vtbi estimation by pharmacy 290; iaware volume recorded as infused 334; excess volume 44; percent overage 15%. Example 6 leucovorin order volume 250; vtbi estimation by pharmacy 315; iaware volume recorded as infused 363; excess volume 48; percent overage 15%. Example 7 paclitaxel order volume 297.5; vtbi estimation by pharmacy 318; iaware volume recorded as infused 485.7; excess volume 167.7; percent overage 53%. Example 8 cisplatin order volume 1040; vtbi estimation by pharmacy 1040; iaware volume recorded as infused 1285.7; excess volume 245.7; percent overage 24%. Example 9 magnesium sulfate; potassium chloride; normal saline order volume 1007; vtbi estimation by pharmacy 1047; iaware volume recorded as infused 1373.5; excess volume 326.5; percent overage 31%.there was patient involvement but no patient harm.

Manufacturer narrative:
Omit: a1407 - insufficient flow or under infusion (2182). A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the infusions were expected to complete on time according to the programmed infusion duration. However, it ended up running much liger than expected. At the completion of several chemotherapy infusions, the nurse noticed that the residual medication left in bag. This resulted in re-establishing the volume to be infused to deliver the rest of the chemotherapy medication. This extended the duration of the infusion and the patients had to be in the infusion center longer than expected. Device interoperability was used in the programming of the infusions. It was further noted that there were no difference in patient's condition at baseline versus condition at the time of event discovery. There were no vital sign changes. The chemotherapy involved were etoposide 510.5ml (programmed to run over 60 mins) and oxaliplatin 278ml (programmed to run over 120 minutes). During site visit by bd clinical practice consultant, it was discovered that the IV sets were misloaded by the same clinician and that corrections were made on additional infusions. The customer provided the following examples: example 1 magnesium sulfate; potassium chloride; normal saline; order volume 1007; vtbi estimation by pharmacy 1047; iaware volume recorded as infused 1289; excess volume 242; percent overage 23%. Example 2 sacituzumab (trodelvy); order volume 297.6; vtbi estimation by pharmacy 318; iaware volume recorded as infused 382.6; excess volume 64.6; percent overage 20%. Example 3 fosaprepitant order volume 150; vtbi estimation by pharmacy 167; iaware volume recorded as infused 183; excess volume 16; percent overage 10%. Example 4 cisplatin order volume 1040; vtbi estimation by pharmacy 1040; iaware volume recorded as infused 1285.69; excess volume 245.69; percent overage 24%. Example 5 oxaliplatin order volume 270; vtbi estimation by pharmacy 290; iaware volume recorded as infused 334; excess volume 44; percent overage 15%. Example 6 leucovorin order volume 250; vtbi estimation by pharmacy 315; iaware volume recorded as infused 363; excess volume 48; percent overage 15%. Example 7 paclitaxel order volume 297.5; vtbi estimation by pharmacy 318; iaware volume recorded as infused 485.7; excess volume 167.7; percent overage 53%. Example 8 cisplatin order volume 1040; vtbi estimation by pharmacy 1040; iaware volume recorded as infused 1285.7; excess volume 245.7; percent overage 24%. Example 9 magnesium sulfate; potassium chloride; normal saline order volume 1007; vtbi estimation by pharmacy 1047; iaware volume recorded as infused 1373.5; excess volume 326.5; percent overage 31%.there was patient involvement but no patient harm.